Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4) displayed user advisory "(ua)45" (driveshaft not at "home" position after power-on/restart) error message. The customer was able to clear the ua45 error message but it was difficult to rotate back to "home" position. After reset, the autopulse platform displayed fault code 16 (timeout moving to take-up position) then back to ua45 error message. Patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
The reported complaint that the autopulse platform (serial #(B)(4)) displayed user advisory "(ua) 45" (driveshaft not at "home" position after power-on/restart) error message was confirmed based on the review of the archive data and during functional testing. The root cause of the ua45 advisory message was due to the driveshaft not being at the "home" position, which is likely attributed to user error. User advisory (ua) 45 is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (ua) 45 pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, observed the load plate cover was defective with cuts, unrelated to the reported complaint. This observed physical damage is the characteristic user mishandling. The load plate cover was replaced to address the observed issue. During further inspection, observed the encoder drive shaft does not rotate smoothly and exhibits binding and resistance, unrelated to the reported complaint. The encoder drive shaft is not within the normally acceptable range. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. Also in the archive, two fault code 16 occurred on the reported event date, thus confirming the secondary reported complaint. However, the reported fault code 16 error message could not be replicated during functional testing, and the probable cause could not be determined. During functional testing, a ua45 error message was displayed upon powering up the platform, thus confirming the reported complaint. The driveshaft was rotated to the "home" position to clear the ua45 error message. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).